Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access site during a procedure of the heavily calcified, moderately tortuous, 99% stenosed, de novo, posterior lateral branch lesion the 1.20 x 6 mm mini trek balloon dilatation catheter (bdc) was inflated once at 6 atmosphere (atm) when the balloon ruptured. A second trek bdc and a xience xpedition stent were used successfully in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.